Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s bg level was <500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. To resolve the occlusions the customer changed the infusion set and cartridge and resumed insulin.